Event description:
It was reported that a spectrum pump had upstream occlusion during infusion in the general care area. The user tried a different infusion bag and line but pump still repeated the error. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion during infusion, tried different infusion bag and line but pump still repeats error" was not reproduced. A review of the event history log revealed "upstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the torn ultrasonic sensor tape. The ultrasonic sensor is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.